Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. Upon initially testing the iabp unit and connecting the trainer, the iabp unit displayed ¿patient cables connected,¿ thus pointing to an issue with the front end module. The fse noted that the customer had changed the user settings to semi, ECG external, in order to what appears to be a work around of the reported issue. The fse replaced the suspect front end module and successfully ran the iabp unit with the trainer without any issue. The fse found nothing unusual surface while reviewing the logs, other than fault codes 111 and 112 which correlate with display issues, as reported by customer. Code 116 is usually associated with a screen blackout, but this was inexistent in the logs. The fse physically inspected the coiled cord and connectors without identifying any anomalies, as these connections correlate to the aforementioned codes. To test unit functionality, the fse ran the iabp unit overnight and found no anomalies. The fse then calibrated the iabp unit and performed all functional and safety checks which all passed per factory specifications. The iabp was released to the customer and cleared for clinical service. The full name of the event site was shortened due to field character limit; the full name is (B)(6) medical center.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) stopped working and the screen went black. No patient harm, serious injury or adverse event reported.